Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set cannula kinked event on (B)(6) 2024. The event occurred within three hours of insertion.the insertion site was abdomen and buttocks. The blood glucose level was 480 mg/dl and the patient was treated with correction bolus.the patient replaced infusion sets and resumed insulin successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)-device 1 of 5.